Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that high out of range shock impedance measurements greater than 125 ohms were observed. The physician will continue monitoring.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. A health care professional (hcp) contacted boston scientific technical services (ts) to inquire about reasons for beeping. A copy of device memory was submitted for analysis. Ts reviewed and discussed that the device recorded a shock lead impedance alert three months ago on the right ventricular (rv) lead and it correlated with the beeping. The alert had previously been cleared. This product remains implanted and in service. No adverse patient effects were reported.